Event description:
The nurse was priming the replacement tubing with d5w fluid and noted that the IV fluid started leaking/spraying from a hole in the tubing. The tubing was replaced and there was no patient harm.